Event description:
Na.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h11. The catheter (ID 823045) was not returned for evaluation (is not available for return as per customer) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim peritoneal catheter (ID 823045) was implanted within vessels to the patient via a ventriculoatrial (va) shunt on (B)(6) 2025 due to secondary normal pressure hydrocephalus. The doctor requested to put together the items to perform the va shunt. On (B)(6) 2025, the sales representative prepared the sheath by covidien (B)(6). Even though this product would not fit into the sheath. The doctor changed the sheath to 9fr and made bigger incision which could have been avoided. There was more than 30 minutes of surgical delay. The surgical delay is not due to the valve malfunction; it is because the doctor needed to prepare and change the sheath since the sheath which was prepared by our sales rep could not be used. The patient is in follow up. According to information provided, it is unknown if there are any patient consequences due to the surgical delay. It is also unknown if additional anesthesia was required.